Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device shows rainbow stripes occasionally. There were no reports of patient involvement.